Manufacturer narrative:
G.4. K183399; k243403. The complaint of a leak at the septum was confirmed from the photograph that was provided for investigation. The photograph showed one 22g nexiva IV catheter with evidence of use. The needle was shown separate from the IV catheter. A red colored material was observed on the external surface of the catheter adapter, which supports the complainant's description of the reported event. The red colored material on the external surface of the catheter adapter is evidence of damage or misassembly of the internal components at the catheter adapter, which could allow fluid to leak from this location. The cause of the reported leak was confirmed to be manufacturing. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconvenience this incident may have caused you and your facility.

Event description:
It was reported that there was a leakage at the septum. After placing drip, blood came dripping out of this (see arrow) cap, something that should not be possible. This also happened to only one drip from this lot number. Has this product already been used in patients: yes. Has there been any risk to the patient or user: no. Response received on: 4/10/2026 what difference does it make exactly when the incident occurred? In any case, it was (B)(6).